Event description:
Pt reported that back to back tests performed on user's surestep meter were 350, 300, 481 and hi. Pt had just been discharged from the hospital and not feeling well. Reason for hospitalization was not provided. Lfs rep advised pt's spouse to call their doctor for medical advice. Control solution test result was in range. Not able to contact pt on follow-up. There was no allegation of harm.